Manufacturer narrative:
Reference record: (B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental.

Event description:
On (B)(6) 2016, patient in (B)(6) was started on duopa therapy. On and unknown date patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, report indicated that the patient experienced peritonitis and was treated with unspecified IV antibiotics.